Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker dropped from 6.5 years to 5.5 years of longevity in five months. The physician was concerned about the battery status of this device. The patient has had intermittent atrial fibrillation (af). The power consumption was gradually increasing. The patient will continue to be monitored. This device remains in service. No adverse patient effects were reported.